Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The irritation was reportedly across her back and front therapy electrode pad. The patient described the area as red dots and as a mark resembling a cigarette burn that might have been open at some point. The patient's doctor put the patient on a steroid cream for 30 days and a nurse recommended cortisone cream. The patient had also been reportedly applying defibrillation gel to the therapy electrode pads. The patient was educated on when to use the provided gel. Follow-up indicated that the skin irritation was doing better.